Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that four days post implant, the patient presented to the ER with symptoms related to hypertension. A perforation of the rv lead was found. The lead was explanted and replaced. It was later reported that eleven days post replacement surgery, the patient expired due to non-procedure related vt episodes. The family elected to dnr and the device was programmed off.